Event description:
It was reported that the recently re-implanted vns patient was experiencing an increase in seizures and was almost hospitalized. The patient¿s device had been recently replaced due to end of service. The patient¿s replacement device were programmed back to previous device settings except for the device auto stimulation output current, which was programmed to same setting as the magnet output current. It was believed that the auto stimulation settings were causing discomfort which may have triggered the increase in seizures. The device auto stimulation output current was programmed back to the same setting as normal mode output current. Follow-up revealed that the patient¿s device did not show any auto stimulation activations that could have contributed to the increased seizure activity. However, the patient presented with a chest infection which was believed to have caused the increased seizure activity. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient was prescribed antibiotics for the chest incision and there was no reason to believe that vns stimulation was involved. The patient is being monitored regularly.